Event description:
Following implant, the patient lost stimulation. The lead was revised. It was noted that the lead had pulled out; the titan anchor was not tightened down and the lead slid out. Following the revision. The patient had good stimulation.